Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that the customer received an unspecified cartridge alarm on the pump. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose ranged from 260-400 mg/dl. Customer declined troubleshooting with tandem technical support.